Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse confirmed the issue, identified a faulty video processor (vp) and performed a part replacement. After replacement, the system was tested and verified as ready for use. Isi has received the replaced vp; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted gastrectomy distal surgical procedure, the system displayed error code 307 before patient side cart (psc) docking and error code 319 after the system was restarted. The customer received phone assistance from the technical support engineer (tse). The customer attempted to perform a hard power cycle on the vision side cart (vsc), confirmed the system cables, and power cord connections between the vision side cart, video processor, endoscope, and then connected the system cable to another port of the vsc; however, the issue persisted. The surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced video processor (vp) board for failure analysis. The vp was analyzed and installed into the test system. Failure analysis confirmed the reported event during boot up testing. The vp was upgraded to the current version and this resolved the issue.